Manufacturer narrative:
G4:02dec2020, b4:10dec2020. The patient was moved to another device and there was not a delay to patient care or harm reported. The remote service engineer (rse) evaluated the device with the assistance of the customer and confirmed reported problem. The customer replaced the solenoids to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer called into technical support (ts) reporting that the device is displaying ¿proximal pressure is not measured and pressure-related alarms are compromised¿ error code and the proximal pressure alarm wont allow the device to operate. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.